Manufacturer narrative:
On 9/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed a tear in the union between shell and valve. Additional testing were performed and it was revealed no instrument damage. No other anomalies were observed. It is possible that damage was generated by excessive stresses or manipulation, but this could not be conclusively determined. According with the instructions provided in the product insert data sheet care should be taken during the filling process and the stylet enters the valve smoothly since overstressing the valve material may result in a puncture or tear. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 330cc mentor smooth round high profile saline breast implant was found with a tear near the port upon opening the box. The implant never touched the patient. There were no patient consequences and procedure delays reported.